Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Please see the updates in sections: g3, g6, h2, and h10. The underlying cause for the b30 error, which is a scope communication error cannot be identified, since the customer does not know which particular scope caused the error, though it has been returned and repaired. Presumably, the reproduction of the phenomenon is confirmed at the repair site for the unknown scope. Date of delivery of the device to the customer is oct 31, 2016.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information. Customer informed that everything is up and running with no issues. The issue causing the b30 scope communication error message was with a scope and not the device.

Manufacturer narrative:
The device is not returned since there was no issue with the device, as reported by the customer. As such, an actual device evaluation is not performed. An evaluation is done based on historical records. This supplemental report is being submitted to provide this information. Please see the updates in sections: g3, g6, h2, h3, h4, h6, and h10. As reported by the customer, it was the scope that was causing b30 scope communication error. As such, there was no malfunction of the device. The customer did not provide details of the scope, except that it was sent in and repaired. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria.

Manufacturer narrative:
Additional information is not yet available for this event. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event by the customer, the b30 scope communication error was observed on the device for multiple scopes. There is no reported harm to any patient.